Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced, is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath after a coronary interventional procedure. Reportedly, the suture and knot of the proglide device did not stay in the proglide device and pulled out of the patient anatomy. A second proglide device was used with the same results. A starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide and starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis noted the link had been detached from the swage end of the posterior cuff and the reported failure to deploy the suture could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Therefore, no corrective action will be implemented in this case.